Event description:
It was reported that during a surgical procedure at the user facility, the handle of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the handle of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the nose cone was confirmed to be affected by debris.